Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device passed testing for distal occlusion at 50adc. Distal occlusion testing for this device requires a limit between 40-60adc. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2010, at 1625, the device was programmed for intermittent delivery, with 131ml dose amount, a dose time of 1hr 30mins, for 2 doses, with a 1ml/hr kvo rate and 292ml container. At 2300, start time was programmed. At 1612, the delivery was started at the kvo rate, the infusion was stopped and the keypad was locked. At 1627, the delivery was started. At 1659, a distal occlusion alarm is indicated. At 2300, dose 1 delivery began and a distal occlusion alarm is indicated. A new date stamp of (B)(6) 2010 was indicated. At 0204, a distal occlusion alarm was indicated. Between 0204 and 0427, the silence key was pressed 5 times. At 0428, the infusion is stopped, stop dose 1 delivery indicates 0.4ml delivered and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. On (B)(6) 2010, at an unspecified time, the pump was programmed to deliver ancef 2gm. No specific programming parameters were provided. At 2300, the customer contact reported the delivery was started. On (B)(6) 2010 at 0420, the patient reported while getting up to the bathroom, the device alarmed for an unspecified alarm code. At that time, the display indicated that the device was delivering at a kvo rate and bleedback was noted in the tubing set. It was reported the device display indicated that 6ml had been delivered. The device was removed from clinical service. At an unspecified time, the customer contact reported the patient went to the emergency room that same night to have the port-a-cath access device "unblocked." After an unspecified length of time, therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.